Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported there was a change in therapy effect. The pump was replaced on monday due to routine end of service. 2-3 days prior to replacement, the patient complained of increased pain in their legs. The pain was described as crps type pain and not spasticity type pain. X-rays were taken and confirmed the catheter had moved from t9-t10 to t12. The healthcare provider (hcp) decided they would likely replace the catheter during the pump replacement. During the replacement procedure, the anchor of the "old" catheter was working well and the hcp was noted to be confused on why the catheter was able to move down to t12. The new catheter was placed at t9-t10 and the new pump was filled with all new medication at the same concentration and doses the patient was at prior to replacement. The procedure was finished around 1800-1900 on monday and the patient was checked at 2230 and looked "like a rose". The pump was used to infuse morphine, bupivacaine and compounded baclofen.

Manufacturer narrative:
.

Event description:
It was further reported that the pump was replaced due to approaching eol.